Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse exercised the unit to no fail. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character restriction in block e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shut down. There was patient involved and no harm or injury reported